Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/lymphadenectomy surgical procedure, the erbe generator faulted with m-11 error. The erbe worked then stopped working mid procedure. The customer attempted to swap the energy activation cords and power cycled the erbe prior to calling intuitive technical support engineer (tse) in without resolving the issue. The tse attempted to remove power from erbe and removed the external foot pedals. Third-party generator was used and the surgeon was able to proceed with the case. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: detailed information is not available. The issue could have happened prior to the procedure when the error occurred and then the site decided to switch out to the third party generator. But nurse was not too sure. She remembers completing the procedure using the third party generator without issue as recommended by the tse.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that the erbe was hard faulting on all power-up attempts. Fse replaced the erbe to resolve the faults. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed . Errors c-34 and c-00 were present in the error log. The unit was placed on an in-house system and ran in normal mode. The complaint was confirmed based on failure analysis.